Manufacturer narrative:
Although hollister does not sell sku 35500 in the us, a similar ostomy barrier product, sku 14203, is sold in the us. Trend analysis conducted and no adverse trends observed over the last 3 years. Device history records (DHR) review conducted and was found to be complete and accurate. Sample not returned so sample evaluation not possible. Root cause of the skin reaction to the adhesive cannot be determined.

Event description:
It was reported that an ostomate was experiencing a skin reaction to the hollister conform 2 ostomy barrier after 3 days of use. It was reported that they changed the appliance to a convex barrier to see if it improved things, but it did not. It was further reported that the person saw a dermatologist for the skin reaction to the adhesive on the barrier and was prescribed a corticoïde medication. It is reported that the skin reaction has not resolved yet.